Manufacturer narrative:
(B)(4) was reported in error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, customer experienced high blood glucose as her meter was reading high. Customer stated the high blood glucose was caused by the iport, as she might have not removed the needle protector prior to inserting. Customer stated she tried to remove it and it kept turning. Customer then inserted the needle. Customer checked her blood glucose and the meter read high. She then removed the iport and noticed the cannula was bent and the protector was still on the iport. The iport is being returned for analysis.